Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 06/02/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that a sensor session began on (B)(6) 2026 at 6:31 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 15 and half days and ended due to expiration on (B)(6) 2026. Following the sensor expiration there were several attempts to pair a new sensor with no success. Each attempt was made using the ¿take photo¿ pairing option. The root cause of the customer¿s experience was determined to be unsuccessful attempts to pair a new sensor following the expiration of the current sensor session. No additional patient or event information is available.

Event description:
It was reported via stelo voice that an adverse event occurred. The biosensor was inserted in the arm on (B)(6) 2026. During the evening of (B)(6) 2026, shortly before the biosensor was removed, the cgm displayed glucose values below 70 mg/dl. Following removal, the customer attempted to insert and pair two new sensors; both attempts were unsuccessful, resulting in a period without cgm monitoring. During this time without an active biosensor, the customer experienced hypoglycemic symptoms. He used a home glucometer, which showed a fingerstick blood glucose (bg fs) value of 51 mg/dl. He reported feeling shaky and anxious, after which he lost consciousness. The duration of unconsciousness and the timing of third-party assistance from his spouse were not specified. The customer consumed 15 grams of glucose tablets to address the hypoglycemia. At an unspecified point, his spouse checked his bg using a glucometer, which showed a bg fs value of 47 mg/dl. After consuming four additional glucose tablets, his bg increased to 100 mg/dl. He then took two more tablets and reported complete resolution of symptoms. During the source call, the customer stated that his healthcare provider had recently prescribed glipizide 5 mg, which had resulted in significant decreases in his blood glucose levels. He reported that he was actively communicating with his healthcare provider regarding the effects of the recent medication change. The exact timing between the onset of symptoms and the sensor pairing failures was not specified. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.